Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a sudden return of symptoms. This had been occurring daily. It was stated a fall could be related to the issue. The patient did have a "few slips" and "jerky" movements, but it was not thought that they were a "big deal." No environmental exposure was noted. No information regarding troubleshooting, interventions, or outcome was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.